Event description:
It was reported that the ilet pump sustained physical damage when it was dropped, causing the screen to crack and rendering the device inoperable, after which a replacement was arranged and the user initiated backup therapy. Symptoms included no adverse clinical effects and no injury. Outcomes included no interruption to diabetes management, as the user continued therapy using backup methods and continued cgm use with dexcom. Investigation included a review of the reported damage and return logistics. Investigation of this device revealed a screen/display component failure consistent with external impact damage, aligning with user-reported accidental damage to the device housing and display. It was concluded, based on previously established findings for similar reports, that the cause was user-related accidental physical damage rather than a device malfunction.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.